Event description:
Event description guidant received information that this atrial implantable lead was repositioned, secondary to dislodgement. Two days post implant, the patient's heart rate was observed to be 25 beats per minute. Upon pacemaker interrogation, normal device function was noted, however, the ventricular lead exhibited loss of capture. A lead revision procedure was successfully performed and appropriate measurements on both leads were obtained with the pacing system analyzer. Approximately 30 seconds after pocket closure, ventricular lead undersensing and loss of capture was noted. The pocket was reopened, the ventricular lead repositioned, and then atrial undersensing was noted. A pacemaker header-to-lead connection issue was suspected. The pacemaker was explanted, replaced and returned for analysis.